Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the pre-procedure mean pressure gradient (mpg) was 1mmhg. Two xtw clips were successfully deployed on the mitral valve, reducing mr to a grade of 2-3. Mpg increased to 3mmhg. To further reduce mr, an xt clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became tangled with the leaflets. The clip was freed from the leaflets, but damage to the posterior leaflets was observed, resulting in mr increasing to a grade of 4. The physician decided to remove the clip and replaced it with an xtw. The xtw clip was inserted, and grasping was performed. However, the mpg increased to 7mmhg. The physician was not comfortable with the high gradient. Therefore, the clip was removed, and the procedure was discontinued. The gradient returned to 4mmhg and mr remained at a grade of 4.

Manufacturer narrative:
All available information was investigated, and the reported issue could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to challenging patient anatomy (zone with lots of chordae). The reported tissue injury and mr appear to be cascading events of the difficult removal from anatomy. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.